Event description:
It was reported that the customer went to the emergency room (ER) an was subsequently hospitalized due to blood glucose (bg) level of 400 mg/dl. Reportedly the cause was unknown, however, customer was experiencing ongoing elevated bg levels after an unrelated colonoscopy procedure. Bg was treated with intravenous insulin and saline. Reportedly, customer was released on (B)(6) 2021 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.